Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a wide qrs complex due to left bundle branch block, post implant. This resulted in an inappropriate shock to the patient. This s-ICD system was explanted and a transvenous system is planned to be implanted. No additional adverse patient effects were reported.